Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: events reported via 2210968-2022-04007, and 2210968-2022-04006.

Event description:
It was reported that an animal underwent a dental procedure on (B)(6) 2022 and suture was used. During the procedure, the doctor kept trying to use it and then the suture itself broke. Two other sutures were used, and the same thing happen with those two as well. The procedure was completed with no patient harm. No adverse patient consequences were reported. Additional information was requested.